Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the technician repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue.